Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the patient presented with a loose crown, however the xrays and clinical examinations revealed mobility of the implant, upon removing this, the apical third part of the implant is still in the bone.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One 3i t3 non-platform switched tapered implant 3.25 x 8.5mm (bost3285) with crown attached was returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Signs of use. Implant fractured at the threads. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was low bone density ¿ type iii and bruxism. The reported device had been placed on tooth 46 for approximately 2 years. X-ray images provided in per and show implant near bottom of implant. DHR review for the lot number: (2020020266) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (2020020266) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.